Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stabbing pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), abdominal distension ("stomach bloating") and adrenal mass ("adrenal issues/ nodule on my adrenal gland"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain, abdominal distension and adrenal mass outcome was unknown. The reporter considered abdominal distension, adrenal mass, genital haemorrhage and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received. Reporter added. Updated event adrenal issues/ nodule on my adrenal gland (previously reported as adrenal disorder). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("stomach bloating"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal and abdominal distension outcome was unknown. The reporter considered abdominal distension and medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 22-jan-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stabbing pain') and genital haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("stomach bloating") and adrenal disorder ("adrenal issues"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain and abdominal distension outcome was unknown. The reporter considered abdominal distension, adrenal disorder, genital haemorrhage and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : new event added stabbing pain, bleeding, adrenal issue. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("stomach bloating"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal and abdominal distension outcome was unknown. The reporter considered abdominal distension and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: medical device removal, abdominal distension. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.